Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on november 07, 2017.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017.

Manufacturer narrative:
Correction: date of explant is (B)(6) 2017 not (B)(6) 2017 as previously reported.